Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. It was noted that the users were attempting to deliver energy by pressing the device shock button rather than the discharge button on the internal paddle set or both paddle shock buttons for external paddles. The device was recertified and returned to the customer. Review of the device activity logs did not observe any errors or faults related to the device's inability to discharge. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via internal paddles. Complainant indicated that the clinician obtained a set of external paddles to continue treating the patient. However, they were still unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.